Event description:
It was reported that, following a breast augmentation procedure, two drain/reservoirs were being used on a patient in different locations. The drain/reservoirs combinations showed differences in drainage rates. One reservoir filled and required periodic emptying. The other showed very little drainage. The reservoir in questions was removed and replaced with a new reservoir, which also showed signs of very little drainage. The patient had developed a hematoma, which required surgical removal one week after the orignal surgery. The account reports that the drain was not transfixed and was not bent.